Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. The reported difficult to remove, entrapment, and device damaged by another device could not be tested as they were based on case circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for separation. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. After deployment of the non-abbott stent implant, the wiggle guide wire was noted to be trapped under the stent implant. During the attempt to remove the guide wire from the stent implant, resistance was met, and the tip of the guide wire separated and remained trapped in the stent implant. The proximal end of the separated guide was successfully removed; however, attempts to snare the separated distal tip from the stent implant were unsuccessful. As a result, the tip of the guide wire remains trapped between the deployed stent implant and the vessel. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.